Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that after approx 4 months of use the transformer started cracking and getting discolored then the screws fell out and a part of the housing completely cracked off exposing the underlying electronics. The customer indicated that she did not witness any smoke, sparking, fire or flame and no injuries were sustained from a result of the issue. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housing showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored . Should additional info or the original product be received, resulting in new, changed or correct info a follow up report will be filed at that time.

Event description:
Customer reported to customer service that approximately a month ago she noticed an area along the top of the ac adaptor that seemed to be cracking and discoloring. She also reported that it felt hot to the touch, the screws fell out along the top and a large section of plastic had fallen off as well.